Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined that the dislodgment occurred due to inadvertent mishandling. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that as the 7.0x29 mm omnilink elite stent delivery system (sds) was loaded on the guide wire, the sds was wiped down with a 4x4 gauze and the stent was inadvertently dislodged from the balloon. Another omnilink elite was used to complete the procedure. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.